Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported single leaflet device attachment (slda) and poor image resolution appear to be related to patient morphology/pathology. The migration of the clip appears to be a cascading effect of the slda. The recurrent mitral regurgitation (mr) appears to be related to the slda; therefore, attributed to procedural condition. Recurrent mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment and clip migration. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Patient had significant tethering of the posterior leaflet, which caused difficulties visualizing the leaflet. One ntw clip was successfully implanted, reducing mr to a grade of 1. The following day, echocardiography was performed and showed the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 2. On (B)(6) 2021, a second mitraclip procedure was performed to stabilize the slda. An ntw clip was inserted and attempted to be implanted at a2/p2. Grasping was performed a few times, but was unsuccessful. The clip was then advanced slightly further into the left ventricle (lv), then attempted to be pulled back and moved perpendicularly. At this time, it was observed the delivery catheter (dc) shaft had become caught in the chordae. Troubleshooting was performed and the device was able to be removed from the chordae. However, it was observed the slda clip had moved on the posterior leaflet and was now compressed to the chordae at the anterior papillary muscle. The clip remained stable; therefore, the ntw was deployed, reducing mr to a grade of 1. No additional information was provided.